Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high out of range pacing lead impedance on right ventricular (rv) lead was observed. Patient was called in clinic for lead revision and elective device replacement. During procedure when lv lead programmed to lv tip to rv coil, high, out of range, pacing lead impedance on both left ventricular and rv lead was noted. It was believed that rv coil was culprit. Rv lead was capped and replaced on (B)(6) 2019. All electrical measurements were normal. Patient was stable throughout the event.